Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. In this case, calcification was indicated. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. The root cause of this event cannot be conclusively determined with the available information. The explanted device is not available for evaluation. However, the calcification observed in this case was most likely due to a progression of the patient¿s underlying valvular disease pathology combined with the patient¿s other underlying risk factors. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 23 mm pericardial aortic valve was explanted after an implant duration of approximately nine (9) years due to aortic stenosis and regurgitation secondary to calcification. The explanted valve was replaced with a 25 mm pericardial aortic valve. Per the medical records, the aortic valve had massive calcifications on two of the leaflets. There was no perivalvular leak and the valve was well-seated. The aortic insufficiency was from this area of massive calcifications. The valve was sharply excised and debridement of the annulus was performed. The valve was sized with a 25 mm edwards aortic valve. The valve was deployed by advancing the balloon and inflating the balloon to 5 atm of pressure for 10 seconds. The valve was inspected and noted to be in excellent position. The right and left coronary ostia were free of obstructions. The patient maintained adequate blood pressure and cardiac index. The patient remained stable and was returned to the surgical ICU. The patient had an uneventful post operative recovery and was discharged home on pod #5 in stable condition.

Manufacturer narrative:
Evaluation summary: customer complaint of stenosis and calcification was confirmed through observed calcification. Report of regurgitation could not be confirmed through visual observations. X-ray demonstrated wireform intact and heavy calcification on leaflets 1 and 2 and minimal calcification on leaflet 3. Calcification restricted leaflet mobility and led to stenosis. Host tissue on the stent circumference was minimal at the outflow aspect and moderate on the inflow aspect. Host tissue fused leaflets 1 and 2 by approximately 2mm at commissure 2 on the outflow aspect. The sewing ring was cut off and exposed the wireform around the valve at the inflow aspect.